Manufacturer narrative:
The real intelligence cori, part number ro10024, serial number sn(B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed without any failures. Previous patient records were downloaded and reviewed to determine when and where the error occurs. The described error appears in some cases, but always at the same point where the drill and camera are marked with a green checkmark when the connection is correct. However, if the camera was plugged in shortly before this point, the error message also appears. Therefore, a faulty camera connection or a camera defect is likely the cause. No other defects found. A complaint history review was performed by part number, and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a faulty camera cable connection or a camera defect. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, one (1) real intelligence robotic drill stopped during milling. Irrigation was used. The error "time lapse in the system; robotic handpiece has been deactivated" appeared in one (1) real intelligence cori. The device was restarted twice, but no impact, the error appeared again. The handpiece was factory new, first use. Other handpieces have shown the same error in the past. There is a high probability that this issue is caused by the console, as replacing the handpieces did not resolve the problem. Additionally, the field service technician reinstalled the cori software, but without any noticeable success. The error could be caused by a defective input on the console, possibly caused by moisture in the handpiece connector. The procedure was resumed, after a non-significant delay, with a manual procedure. No further complications were reported.